Event description:
Event description this implantable chf device was returned with no allegations or complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.